Manufacturer narrative:
This system was ordered by the dealer ((B)(4)) as a retrofit kit. Final assembly would be completed at the dealer. The motion concepts scope for the order consisted of replacing the existing static seating which comes standard on the third party omegatrac wheelchair, with the motion concepts static rehab seat with seat lift. The full scope of client details including the seat cushion type and the client fitting accessories were not specified or included in the order. The critical client specs were requested and provided for the client weight, the client finished knee to heel length, and total height. The client's body type and specification for seat size, seat height, weight and dimensions were all within the original wheelchair base manufacturer's product offering. From the report, we can see that the wheelchair was in full drive mode. It is noted that in full drive mode, the addition of the seat lift will have no effect on the forward stability, as it was installed, so the chair would go into drive lock out when elevated. From the report we know that the chair had been equipped with a positioning belt that was not long enough for the user in combination with the seat cushion provided by the dealer. The maneuver that caused this incident should not have been authorized by the dealer, particularly since it was known that the user was not a wearing positioning belt. It is noted that the motion concepts user manual provided with this system included the following warning: "the postural belt should be used whenever the wheelchair is occupied". However, in this case it was not followed by the end user/dealer. From the report we see that the footplate made contact with the ground when the wheelchair pitched forward. It is noted in the motion concepts pre-shipping inspection documents that when the wheelchair left motion concepts, it had a footplate ground clearance of 3 inches unless it had been subsequently adjusted lower by the dealer. The following warning is included in the owner's manual, which was shipped with this system: warning! Risk of serious injury or damage: operating the wheelchair with a ground clearance of less than 3 inches between the footplates and the ground/floor may cause serious injury or property damage. Always maintain a minimum of 3 inches between the bottom of the footplates and ground/floor to ensure proper ground clearance while the wheelchair is in motion. If necessary, adjust the footplates height to achieve proper ground clearance. After footplates height adjustment, if the wheelchair dips forward and the footplates touch the ground while in motion, please contact your dealer for an inspection and avoid use of the wheelchair if possible. Not returned to manufacturer.

Event description:
Motion concepts sold a wheelchair to a dealer named (B)(4) in (B)(4) 2014. On december 16, 2016, motion concepts received a complaint from (B)(4) in regards to an incident where the end user was driving an omega trac base with motion concepts seating for the first time. The end user was directed by (B)(4) sales agent to drive forward at high speed and stop without using seat belt. The wheelchair reportedly pitched forward causing the footplate to strike the ground and throw the end-user out of the wheelchair.